Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 3/31/2025. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an total hip replacement procedure on an unknown date and barbed suture was used. It was reported that the suture strand broke mid-way through fascia closure in a l4/5 tlif case, needle was intact to the suture. Fascia closure was re-secured with vicryl 1 and the strand of suture that was already used to close the fascia was tied with vicryl 1, 3 to 4 knots were thrown. There were no patient consequences. No additional information requested at this time.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Corrected d3 manufacturer email. Corrected h6 type of investigation. A manufacturing record evaluation was performed for the finished device lot number, and no related non-conformances were identified.